Event description:
It was reported that balloon burst occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified radial arteriovenous fistula (avf). A 7.0 x 150, 75cm mustang balloon was selected for percutaneous transluminal angioplasty (pta) procedure. However, during the second inflation for 30 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 10mm distal of the proximal markerband and extending approximately 50mm distally across the balloon material. The rated burst pressure for this device as per specification is 18 atmospheres. A visual and tactile examination found no kinks or damage to the shaft, but damage to the tip of the device was noted. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified radial arteriovenous fistula (avf). A 7.0 x 150, 75cm mustang balloon was selected for percutaneous transluminal angioplasty (pta) procedure. However, during the second inflation for 30 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.